Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Attempts were made to obtain additional information, however, these attempts were unsuccessful. Based on the customer's photos, the customer's report of ¿onyx (cast) migration after embolization¿ issue was confirmed. It is possible that the high flow of the arteriovenous fistulous malformation may have contributed to the reported issue. Per our instructions for use (IFU): ¿verify that adequate sedation is used throughout the embolization procedure. Insufficient sedation may result in patient discomfort or movement. Patient movement during embolic agent injection may result in embolization of an unintended vessel. Use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not exceed 0.3 ml/min injection rate. After using a micro catheter with onyx, do not attempt to clear or inject any material through it. Such attempts may lead to embolus or embolization of an unintended area. Onyx 18: recommended when feeding pedicle injections will be conducted close to the nidus. Onyx 34: recommended for embolizing higher flow and larger fistulous components. Onyx 18 will travel more distally and penetrate deeper into the nidus due to its lower viscosity compared to onyx 34. Final solidification occurs within five minutes for both product formulations.¿

Event description:
Medtronic received report that the onyx material had embolized from the venous aneurysm into the right pulmonary artery. At (B)(6), the patient underwent diagnostic and therapeutic cerebral angiography, and had coiling of the right middle cerebral artery feeders (mca). At (B)(6), repeat angiogram with occlusion of several more right mca feeders with coils and onyx. Chest radiograph revealed dense material within the right pulmonary hilum. CT of the chest was performed which demonstrated dense embolic material within the right pulmonary artery. The onyx material had embolized from the venous aneurysm into the right pulmonary artery. However, the neonate tolerated this well and underwent a third embolization of right middle cerebral artery feeders on the (B)(6). However, on (B)(6), worsening hydrocephalus was noted and on (B)(6) the neonate became unresponsive with fixed dilated pupils. A follow-up CT scan demonstrated subdural and subarachnoid hemorrhage. The neonate remained unresponsive and expired the same day. This neonate developed worsening congestive heart failure owing to the large congenital right deep parietooccipital venous aneurysm and arteriovenous fistula, similar to a vein of galen aneurysm. Endovascular therapy was undertaken with embolization of coils and onyx. This case demonstrates that onyx material may cause embolus of the pulmonary artery after its use. However, the child¿s death was not related to pulmonary hypertension and congestive heart failure, but to intracranial hemorrhage, which is probably more common in children with arteriovenous malformations than in adults.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.